Manufacturer narrative:
Reported event: an event regarding infection involving a simplex hv cement mix was reported. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref # (B)(4). Immediate action control of batch documentation and sterile test of retain samples - no deviation. Checking the bioburden and sterilization data root cause cannot be determined exactly, probably patient specific cause or user error. Final risk assessment product failure can be excluded. Batch documentation, bioburden, sterilization data and check of retain samples shows no deviation. No more actions are possible. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM.

Event description:
Dr. Performed an I&d with poly swap of a right medial knee originally done (B)(6) 2021 due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Device not returned.

Event description:
Dr.performed an I&d with poly swap of a right medial knee originally done (B)(6) 2021 due to infection.